Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with malfunctioning display. This condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunctioning display was confirmed during product evaluation. This condition was caused by a defective main display. The main display was replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.